Event description:
It was reported that during a laparoscopic prostatectomy procedure, the device stopped working 10 minutes into the case. A new product was then opened and worked with no problems. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the devices were returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.